Event description:
Account reported an incident with a female pt who was "s/p septic abortion with a h/o mild immunosuppression." Reportedly, pt had peripheral ivs inserted on the right and left arms on 3/14/97 and they were discontinued on 3/17/97 when the pt was discharged home. IV site on right arm reportedly "got worse at home...swelled" and pt re-admitted for "strep-type infection of IV site." Antibiotic therapy, claforan and gentamicin, administered for a period of 10 days. Pt subsequently discharged to home on oral antibiotics and reportedly "traveling about when site got worse again." Pt had IV site on right arm "x-rayed at unknwown facility" and "piece of catheter visualized." Pt returned to account and "piece of catheter, approx 1/4 inch, surgically removed in outpatient surgery on 4/8/97." No adverse events reported.